Event description:
Caller reported that t:slim x2 pump battery would not charge. Technical support confirmed the use of proper charging accessories and attempted various solutions, including using a working tandem cable and adapter, but without success. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.